Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline discharge could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although no positive cultures were identified, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had discharge coming from their driveline exit site. Cultures were drawn and were negative. The patient was given 100mg doxycycline twice a day for 10 days.